Event description:
During an atrial tachycardia procedure, the catheter did not power up. Another catheter of the same type was used which did not resolve the issue. A contact force catheter was then used to complete the procedure with no adverse consequences to the patient.

Manufacturer narrative:
One 4mm tip, medium curl, safire ablation catheter was received for evaluation. Electrode 1 and the thermistor/thermocouple met specifications during electrical testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issue remains unknown.

Event description:
This report includes corrected manufacturing site information.